Manufacturer narrative:
One inquiry steerable diagnostic catheter was received for evaluation. The device was returned due to a signal issue. The signal issue could not be confirmed; however, electrode 10 was displaced distally from its assembly position on the catheter shaft. The electrode broke leaving the conductor wire exposed at the electrode weld joint and a groove on its assembly position. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a displaced electrode.